Event description:
The complainant reported an automated impella controller (aic) had a controller failure. The aic was replaced and support was continued. There was no patient harm.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.

Manufacturer narrative:
The investigation of automated impella controller (aic) - controller failure (red alarm) has been completed. The console and the data logs were received for investigation. Aic - controller failure (red alarm): there was no occurrence of a controller failure alarm in the case associated with the reported complaint. The unexpected controller shutdown alarm was misreported as a controller failure alarm. Aic - shutdown or restart issue: the root cause of the unexpected controller shutdown and the ossiopsens.core process crash was not determined due to the inability to reproduce them. D9 device returned to manufacturer date added.